Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Cuvette lots being recalled (raf 11-005) due to higher than specified bias. The FDA will be notified of field action by may 09, 2011. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports hemochron elite microcoagulation system "gave a reading of out of range high". Test was repeated twice. Both results were out of range high. The pt went to the emergency room on the same day. Pt/inr lab value 1.6 and clot in leg. The pt was hospitalized. No quality control tests were performed on the system prior to the incident. Therapeutic range values were not provided.